Event description:
The user facility reported that an assistant took a self-contained biological indicator ampule/vial out of the sterilizer. She then put it in the incubator. When she cracked or snapped off the top of the ampule, the glass broke, cut her, and the liquid seeped into the incubator causing it to start smoking. Assistant did not need to go to the hospital.

Manufacturer narrative:
Based on the description of the event, the cap came off when being crushed. It is possible that if the person was pushing up on the cap during the crushing process that is why the cap came off. When the ampule/vial comes out of the sterilizer it can be hot and under pressure, it is recommended to wait at least 10 minutes before activating the ampule. The device history record (DHR) was reviewed with no discrepencies noted. No similar complaints have been noted for (B)(6), lot 9072.